Event description:
A review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4) the distribution node to rear therapy electrode cable was detached. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: service investigation of e-belt sn (B)(4) has been completed. Upon service investigation, the electrode belt cable running from the distribution node to the rear therapy electrode was detached. The root cause of the damaged cable was unable to be positively unidentified, but was likely physical abuse. No adverse event resulted from the damaged electrode belt cable. The last patient to use this device did not report any deficiencies.